Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the pump supplies were changed and customer simply cleared the alarm to address the issue. Customer declined further troubleshooting with tandem technical support.